Manufacturer narrative:
Additional information: d4: expiration date (update to n/a), d9, h3, h4, h6 (update codes), h11. H11: the actual device was received for evaluation. A visual inspection was performed and observed that the injection port was not attached to the bag. A pressure testing was performed and a leak was observed in the membrane port of the bag. The reported condition was verified. The cause of the condition could not be determined. However, it may be due to the spiking process by the end user and incorrect use of needle gauge size. The over pouch label states the size of needles between 19 and 22 gauge are required for use. In addition, the smallest needle must be used first. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill port stopper of a 500 ml capacity intravia container came out when the needle was removed. There was no patient involvement. No additional information is available.